Manufacturer narrative:
Updated data: b2. B5. H6. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: medtronic, product ID: d-evolutfx-2329, serial/lot: unknown, use by date: unknown, UDI: unknown. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deep implant depth during the initial implant procedure was not intended. The severity of the pvl was severe. Following the implant of the non-medtronic valve, a mean gradient of 3 millimeters of mercury (mm hg) was observed.

Manufacturer narrative:
Updated data: h6. H11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: medtronic, product ID: d-evolutfx-2329, serial/lot: (B)(6), use by date: 2027-05-28, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195 - heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 3 days following the implant of a transcatheter aortic valve, paravalvular leak (pvl) was observed due to the depth of implant being too deep. In result, a post-implant balloon aortic valvuloplasty (bav) was performed, with limited improvement observed. Subsequently, a 26 millimeter (mm) non-medtronic valve was implanted valve-in-valve. The pvl was observed to had improved slightly after the valve-in-valve implant. It was noted that the patient's calcified anatomy contributed to the pvl.